Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an incomplete bolus alert during the night. The customer's blood glucose level was impacted (250 mg/dl). At the time of the call, blood glucose level had come down to 159 mg/dl, which the customer stated was within normal range.